Event description:
Reference number (B)(4). Event occured in egypt. It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2026. The insertion site was buttocks. The blood glucose level was 350 mg/dl. The patient was initially assisted with a correction bolus and was subsequently treated with a manual injection. No further information is available.